Event description:
It is reported that a customer experienced high blood glucose of 350 mg/dl. The customer was treated for the high blood glucose with a glucose tablet and food. The patient states that she put a full tube of insulin before sleeping and woke up the next morning to discover that the insulin is gone. The patient thinks her insulin pump is faulty and is leaking insulin. The customer was helped with trouble shooting and found that the time and date on the device was wrong and the customer did not have a tubing clap for her pump. In addition, the customer had no more infusion sets and had a bent needle on her insulin pump. A new insulin pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump had currents within specification and no unexpected failed battery test was alarm was noted. The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, and a cracked reservoir tube lip. The time clock was set and was monitored for two days and no time loss or gain was noted. The reservoir volume matched the units remaining in the status screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.